Manufacturer narrative:
The device was returned for analysis. The reported activation failure was unable to be confirmed as the stent was deployed and not returned. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the distal sheath of the delivery system was entrapped or bent in the mildly calcified anatomy such that the ratchet was unable to properly/fully engage the stent resulting in the stent coming out of the patient anatomy with the delivery system during removal; thus resulting in the reported activation failure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a mildly calcified popliteal artery lesion. A 5.5 x 120 mm supera self expanding stent system (ses) was advanced to the target lesion without issue. However, the stent came out of the patient anatomy with the delivery system during removal. An additional supera ses was used to complete the procedure. There were no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.